Manufacturer narrative:
The investigation included a review of the customer's calibration, qc, preanalytical handling, and alarm trace data: the calibration was acceptable. The qcs were within the +/- 2 standard deviation range. There was no indication of a performance issue with the reagent. The preanalytical data did not indicate any issues. The alarm trace had multiple sample clot detection alarms. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 82723901, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and performed a failed instrument check. He carried out a blank cell calibration, and the repeat instrument check passed. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025: the initial result of the initial patient sample from measuring cell (mc) 2 was 23.2 ng/l. The initial result of the redrawn patient sample from mc 1 was 12.0 ng/l. This result was deemed correct. On (B)(6) 2025. The repeat result of the initial patient sample from mc 1 was 11.0 ng/l. This result was also deemed accurate. The repeat result of the redrawn patient sample from mc 2 was 9.72 ng/l. The repeat result was deemed correct. The physician questioned the initial result and ordered a redraw.